Event description:
It was reported that during set up for a revision hip surgery, it was noted that the packaging of two devices would not peel open as specific. It was also reported that the devices were not used on a pt and the sterile area was not compromised. It was further reported another device was readily available and there were no delays as a result of this event.

Manufacturer narrative:
The devices subject to this investigation was returned for eval. It was visually confirmed that the packaging material was brittle. The label for these devices has a symbol indicating "sterile only if package is unopened and undamaged". The mfg history records were reviewed, no issued were identified which may have contributed to this event. An alternative packaging material has since been implemented to address this issue.